Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the reference. Results as follows:" date: (B)(6) 2011, inratio: 1.3, reference: 1.8. Patient had difficulty getting sample quickly with lancet. Patient self tester observed that lately the only result his meter has shown him has been a 1.3. He did not have the starting date for this, but when he went to the physician on monday, he got he same result again. Therapeutic range: 2.0-3.0.